Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, nodules requiring excision, was deemed to meet serious injury criteria of requiring medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse (+) dermal filler lot 100097374 was reviewed. No non-conformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar complaints were noted.

Event description:
An injector reported that a female patient was injected with radiesse+. Medical history and concomitant medications not reported. On (B)(6) 2017, the patient was injected with two syringes of radiesse(+) to the cheeks using a cannula. On an unspecified date post injection, the patient developed extreme swelling and hard knots around her cheek area. Causality, treatment, outcome and lot number not reported. On 30-mar-2017, follow up information was received from the reporter. History of previous fillers reported as unknown. On (B)(6) 2017, the patient was injected with 1.5 cc of radiesse(+) to each cheek. An unspecified time post injection, the patient developed significant swelling. An unspecified time later, the swelling developed into hard nodules. Treatment reported as massage and injections of vitrase and saline. The patient saw her health care provider on (B)(6) 2017 and is scheduled to return to the injector for follow-up on (B)(6) 2017. Causality, outcome and lot number not reported. On 05-apr-2017, follow up information was received from the patient. She consulted an unspecified dermatologist on an unspecified date and was told she has to have the product excised. On 05-apr-2017, additional follow up information was received from the patient. Immediately post injection, the patient developed swelling and "hardness" in the injected area. On (B)(6) 2017, the patient developed bruising and presented to an unspecified provider. Treatment reported as "laser." Outcome reported as "it subsided." On (B)(6) 2017, the patient was injected with an unknown product intended to dissolve radiesse. Outcome reported as "no results." On (B)(6) 2017, the patient was again injected with an unspecified product intended to dissolve radiesse. Outcome reported as "no results." On (B)(6) 2017, the patient was again injected with an unspecified product intended to dissolve radiesse. Outcome reported as "no results." On (B)(6) 2017, the patient presented to a different physician who told her what she was experiencing was a side effect of radiesse and recommended she see an unspecified specialist. On an unspecified date, the patient returned to the injector's office and was prescribed a z-pack (azithromycin) and steroids. The patient is scheduled for an unspecified procedure on (B)(6) 2017. Outcome reported as unchanged. On 18-apr-2017, follow up information was received from the injector. The patient's age (55 years) was provided. The injector clarified that she is getting more swelling with radiesse(+) than normal. Patient's medical history, concomitant medication and lab tests reported as none. Per the injector, the patient had notable swelling that lasted longer than normal, clarified as "3+" weeks. The patient also developed hard knots under the skin where product was injected. Treatment reported as 30 units of hyaluronidase per side on (B)(6) 2017. On (B)(6) 2017, the patient was injected with 1 ml of saline per side. On an unspecified date, the patient followed up with her physician and was prescribed a z-pack (azithromycin) and other unspecified medications. On (B)(6) 2017, the patient presented to the injector. The symptoms were better but unresolved. The patient's next follow-up is scheduled for (B)(6) 2017. Causality reported as related. Lot number reported as 100097374.

Event description:
On 16-may-2017, follow up information was received from the injector. The injection site was clarified as marionette lines, not cheeks. The site of extreme swelling and hard knots was clarified as the marionette area, not cheeks. On an unspecified date, the patient returned to the injector for follow up. Outcome reported as "looked like issue was resolving with z-pack and other med from former doctor." The patient is scheduled to follow up at the end of may for re-evaluation.